Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. A review of the complaint history, device history record, instructions for use (IFU), quality control, trends, and a visual inspection of the complaint device was conducted during the investigation. The visual inspection of the complaint device noted that the catheter was ruptured near the main fitting. There was also a collapse in the line. Additionally, a document-based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record for this lot recorded 0 non-conformances. A trackwise search revealed this complaint to be one only one associated with this lot. There is no evidence to suggest there is any nonconforming product in house or out in the field. A review of the product labeling for the device was completed. The instructions for use, t_ctpiccotwtt_rev3, states the following instructions related to the reported failure mode: "intended use the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate warnings ¿ the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. ¿ do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. Precautions ¿ if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. How supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cook place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred" based on the information provided, inspection of the returned product, and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event details has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10: roduct received on 08oct2019. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: nurse consultant. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that when a turbo-ject® double lumen over-the-wire power-injectable PICC was removed from the patient, it was "found to have ballooned in another area and ruptured in another". As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested regarding the appearance of the device, patient status, and procedure details but has not been received at the time of this report.